Event description:
It was reported that the customer was hospitalized because he broke his second lumbar vertebra and it had nothing to do with diabetes. Customer had an issue with his sensors and it just kept suspending itself and giving inaccurate readings. Customer stated that he is on different medication that makes his blood glucose levels high and he needed the sensor to let him know here he was and it was not working. Customer cannot remember the last time he used a sensor and when the issue happened. Customer stated that he called several times and spoke to several people but the issue was never resolved. Customer agreed to try the sensor again and to call back when the issue occurs to troubleshoot it. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)